Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05746. The pt had two trial leads. It was reported the pt had lost stimulation. It was also reported the pt's wife accidently pulled one of the leads out when attempting to change the bandaging. Reprogramming to regain adequate coverage using the remaining lead was unsuccessful. On (B)(6) 2012, the remaining lead was removed by the dr. The leads will not be returned to sjm.